Event description:
An end user reported stool is not moving down into the ostomy pouch due to a "flat bag."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used by an end user, however, no harm to the end user was reported. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.